Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54mg/dl. Customer also reported that insulin pump alarmed for battery out limit after battery change. Customer was treated with juice and customer¿s current blood glucose was 216mg/dl. Customer was advised to monitor the insulin pump. Insulin pump will not be returned for analysis.